Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported shaft separation was confirmed. Based on analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances or exceptions that could have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.

Event description:
It was reported that when a 3.5 x 12 mm nc trek balloon catheter was removed from the dispenser coil, the shaft was separated in the mid-shaft area. There was no resistance felt during removal of the catheter and a kink had not been noticed prior to removal. Another nc trek was successfully used to complete the procedure. There was no patient involvement and no clinically significant delay in the procedure. No additional information was provided.